Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found by visual examination a full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.